Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the owner¿s manual for the diego elite drill system including handpiece mdhp200 and straight short attachment mdssa contains warnings and cautions to avoid mis-positioning and jumping: ¿all burrs must be used with irrigation. Lack of irrigation could cause excessive heating of the shaft and damage to the burr.¿ ¿do not advance or extend the device abruptly.¿ and ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip and or the suction irrigation instrument.¿ and in general before each procedure, the owner¿s manual requires inspection of drill system components for damage or missing elements. To mitigate against device deterioration, the owner¿s manual also requires an annual safety check of the drill system by olympus authorized personnel, including console, handpieces, and attachments.

Event description:
Olympus was informed that at about one and a half hours into a mastoidectomy case, the unknown model burr attached to the separate handpiece device with handpiece attachment was jumping out of position. The procedure was completed using another handpiece device with unknown attachment, and the same burr. It was reported that the patient then developed a cerebrospinal fluid leak at an unknown later date and received additional treatment to address the leak, including an extra two night¿s stay in the hospital for monitoring. The patient is currently reported to be doing well.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to service center for an evaluation. The service center was observed visual vibration when running a fixed length 7 mm burr. In addition, it was observed damage to the bearings located at the distal tip. Service center was removed the front bearing and confirmed that the inner raceway and ball bearings were missing. Service center could not remove the back bearing but was able to visually confirm that some of the ball bearings were missing. Performance degradation of the mdssa attachment is confirmed. Also, confirmed visual vibration of a burr during operation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the DHR review performed. The review of the DHR showed that the production has been done according to the valid specifications. All assembly and post assembly tests were performed and all acceptance criteria were met at the time of release.